Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited loss of capture after fixation. While repositioning the lp, the helix was stretched. The lp was removed and a different device was used to complete the procedure. There were no patient consequences.